Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion sets fell off from the quick release while she was sleeping. The sets twisted off and fell. Reportedly, the patient was pregnant at the time of the event. No further information available.